Manufacturer narrative:
Device history review: envision manufacturing inc. Manufactured the slide / fixed hammer 700 grams (part 03.010.056, lot 4771166) for (B)(4) parts. The certificate of compliance (dated october 5, 2004) indicates the parts were manufactured per specifications. All other certificates indicated the lot met specifications. The lot was inspected to the brandywine inspection sheet. A material record review (mrr) was written on october 15, 2004 for scuff marks on the outside diameter on 1 part out of (B)(4) inspected and excessive heat treat stain on 2 parts out of (B)(4) parts inspected. (B)(4) were conforming and 3 parts were returned to the supplier. The mrr was closed on october 15, 2004. (B)(4) parts were released to the warehouse on october 18, 2004. The balance of the parts was split to various brandywine work orders. Product investigation summary: the complaint condition for the slide/fixed hammer (part 03.010.056 / lot 4771166) was likely caused by over ten years of use; however, this complaint is not likely a result of any design related deficiency. The 03.010.056 slide/fixed hammer is an instrument routinely used in the titanium cannulated retrograde/antegrade femoral nail system. The device was returned and reported to have broken during surgery. This condition is confirmed; only about half of the phenolic handle was returned and was entirely detachable from the metal inner shaft. A rough fracture surface runs along the inner diameter of the phenolic handle. It is likely that over ten years of consistent use has led to this complaint condition. The device was manufactured in october, 2004 and is over ten years old. The balance of the returned device is in fairly worn condition, consistent with impacting other devices over ten years of use. The associated drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that no fragments were generated.

Event description:
It was reported that while back slapping an intramedullary nail, for an im (intramedullary) nailing of the femur, the back slapping hammer(slide/fixed hammer) handle broke. Part of the wood came off of the handle. Surgeon used another hammer to complete the procedure. There was approximately a two minute delay in surgery to retrieve another hammer. The procedure was completed successfully. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided by reporter. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.